Event description:
The reporter was originally diagnosed with brugrada syndrome, (a genetic form of sudden death). The reporter was implanted with two types of cardiac defibrillator leads (st. Jude medical and medtronic) in 2003 and 2009. During this period she had five operations to repair the device. She currently goes through several problems which include, shocks from the device, blood clots, bleeding, and broken leads. Tried to speak to representatives from st. Jude medical but did not get the help she needs. She cannot find a doctor to help with the repair or removal of these leads.